Manufacturer narrative:
It was reported that during multiple procedures in mid-july the urology department was noticing that the raytex in the small abdominal packs were shredding during use and leaving lint and fluff in the patient. The facility reported that the gauze is inspected during initial counts and there was no noticeable shredding at that time. The lint and fluff was noticed in the patients when the surgeons were finished with the procedure just prior to the case ending. The facility contact is not sure how the material was removed from the surgical site but stated there was no serious injury noted and no impact to the patients or procedures. There was no further intervention needed. The procedure was completed without further incident or delay. The sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that during multiple procedures in mid-july the urology department was noticing that the raytex in the small abdominal packs were shredding during use and leaving lint and fluff in the patient.